Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was crack in the drip chamber of continu-flo solution set with duo-vent spike. The crack further described as being between the tubing and the drip chamber. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.